Event description:
Resident was found to be face down on bed with his face wedged between mattress and bolsters at the end of the bed. Lpn who discovered him reported that residents color was dusky and he possibly was not breathing. Lpn quickly pulled resident out from wedged position. Resident found to be without injury.